Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to fracture of lumbar vertebra. During the surgery, there was one set screw found broken and could not be used anymore. The surgeon had to change another product to complete the surgery. The surgery time has been extended 15 minutes due to this event. There were no patient complications reported. The patient's current status is normal.

Manufacturer narrative:
Additional information: product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.